Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of five (5) peritoneal dialysis (pd) transfer sets. Further described as ¿the dark blue tip attached was pulled away¿. This was observed during use for peritoneal dialysis therapy. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual devices were not available; however, a photograph of one (1) sample was provided for evaluation. The returned photograph was reviewed, and it was observed that the female connector separated from the mainbody. The reported condition was verified for one device. The cause of the reported condition was undetermined; however, the probable cause was determined to be inadequate solvent application during manufacturing. The other four (4) devices were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.